Event description:
PICC line inserted in the usual fashion. After PICC line was primed and flushed with o.9 percent nacl, upon attempting to remove guide wire the wire would not withdraw from the catheter. Despite multiple attempts after multiple saline and heparin flushing the catheter had to be removed from the pt.